Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received screw gauge was found to be broken in 2 parts. The device was manufactured in 2005, so it can be said that it has performed its function in the previous surgeries as intended without any reported failure. Since it has been long in use, thus a normal weakened structural integrity due to repeated reprocessing cycles is considered possible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications. The stryker "instructions for cleaning, sterilization, inspection and maintenance" help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects.¿ based on the above investigation the root cause of the failure is found to be normal wear. The device was manufactured in 2005, so it can be said that it has performed its function in the previous surgeries as intended without any reported failure. Since it has been long in use, thus a normal weakened structural integrity due to repeated reprocessing cycles is considered possible. If any further information is provided, the complaint report will be updated.

Event description:
The item broke into two parts. Replacement was available.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The item broke into two parts. Replacement was available.